Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the light guide-bundle of the video cable section is broken, the light transmission is lost or too low and the image is not display. Based on the results of the investigation, a root cause could not be identified. For the additionally reportable findings found in the investigation the loss or dim of light transmission due to a broken light guide bundle in the video cable section, and the image was not displayed due the video cable was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had loose contact. There were no reports of patient harm.